Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump was received with minor scratches on lcd window and corroded battery tube.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.